Manufacturer narrative:
Siemens has contacted the manufacturer of this device to inform them of this error.

Event description:
The instructions for use for this device indicate that the laser is a class I whereas the laser in the device is a class 3b. There was no report of injury for this event.